Event description:
Once added to the ambu bag, after attaching the co2 detector the bag would not function. A new bag was attached but also would not function. Only after the co2 detector was removed did the bag function as intended.

Event description:
Once added to the ambu bag, after attaching the co2 detector the bag would not function. A new bag was attached but also would not function. Only after the co2 detector was removed did the bag function as intended.